Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: (B)(4). It was reported that the patient presented with an infection. The cause of the infection was unknown. Patient presented for extraction procedure on (B)(6) 2020. During the procedure, the implantable cardioverter defibrillator and left ventricular lead was explanted. The patient was stable post procedure.